Event description:
The consumer reported receiving third degree burns on her stomach. She went to her doctor for burn cream to treat the injury. A burn of this nature is usually the result of laying or leaning against the heating pad which is contrary to proper use instruction.